Event description:
The patient was undergoing an endoscopic retrograde cholangiopancreatography procedure. The scope was down in the patient's duodenum. The md attempted to traverse a extraction balloon through endoscope (B)(4), the balloon would not pass. The physician pulled the scope out and examined it on the scope cart. The balloon was pushed strongly through the duodenoscope and what appeared to be a snare and a folded plastic piece of material came out. We immediately stopped the procedure. Changed out all equipment and alerted clinical operations manager, central sterile processing and supply, perioperative services, sterile processing department. During our investigation: (B)(4) endoscopic retrograde cholangiopancreatography procedure with snare was utilized in procedure. (B)(4) endoscopic retrograde cholangiopancreatography procedure 2 days later where the snare debris was extracted from insertion tube. Review of our reprocessing protocols did not detect any resistance during brushing. Scope passed dry and wet leak test. All purging and flushing mechanisms via the custom ultrasonic sink and scope buddy showed no decrease in pressurization. Interview with technician stated the staff member did not see or felt nothing out of ordinary during reprocessing of (B)(4). Medivator automated endoscope reprocessors recorded no fails or error messages while (B)(4) was being high level disinfected via two required cycles. (B)(4) was immediately sent to olympus service center for review after incident for possible damage to interior mechanisms of insertion tube.